Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out or range shock impedance measurement. The pacemaker clinic is not concerned as the patient is monitored closely and the shock impedance measurements have been consistently within normal range. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Additional information was received that this device and right ventricular (rv) lead continues to exhibited high out of range shock impedance measurements. No adverse patient effects have been reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.